Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/05/2010, 11/09/2010, 11/10/2010, 11/16/2010, and 11/22/2010 by phone, fax, and mail. A completed questionnaire was received on 11/30/2010. Medical records were received on 11/05/2010. Additional information was received in follow up phone calls on 11/16/2010 and 11/22/2010. (B)(4).

Event description:
A surgeon reported a patient experiencing poor near vision following bilateral intraocular lens (iol) implant surgeries. Medical records were requested and received. For this eye, the patient noted that his vision seemed the same as before surgery on the first postoperative day. At the five week postoperative visit, the patient noted his eyes were dry and itchy. He still felt his vision was not good. Posterior capsule fibrosis was noted. A questionable foveal cyst was noted on an optical coherence tomography (oct). The surgeon recommended medications and punctal plugs were placed at this visit. The next week, the patient stated that he was having some redness in his eyes. The patient continued to experience poor near vision at his four month postoperative visit. Over the counter reading glasses seemed to help. The patient reported his vision for his eye was bothersome at both near and distance. The patient had also been treated with medications for a swollen eyelid during this time. The patient had a history of hypertension (pre-existing). In a follow up phone call with the surgeon, he reported the patient cannot be refracted better than 20/40 and he felt the apodization and yellow chromophore of the iol interfered with the quality of the patient's vision. In a follow up phone call with the surgeon's clinical manager, she reported the iol was exchanged in a secondary procedure. There are two medical device reports associated with this event. This report is for the right eye.